Manufacturer narrative:
All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4). Submitted to FDA on: 03/27/2017.

Event description:
The surgeon reports severing the microcatheter while performing viscodilation. It was reported that the microcatheter separated from the device during advancement after the surgeon met an obstruction in schlemm's canal. The entire device was removed successfully from the eye using the original incision. At this time, there is no known adverse impact to the patient. Additional information has been requested.